Event description:
It was reported that an asymptomatic patient presented for atrial lead extraction due to noise. A visual anomaly was seen on the right ventricular lead after extracting the ra lead. The lead was explanted. Procedure was completed without any patient complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 11.1cm was returned for analysis. Internal insulation abrasion was noted at 7.2-7.8cm from the connector pin. The etfe coating was intact at this location.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.1cm was returned for analysis. External insulation abrasion was noted at 7.2-7.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.